Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the centrimag motor overheating and an m6 error message could not be confirmed nor reproduced during testing of the returned centrimag motor (serial number (B)(4)). The returned motor was evaluated and tested by the service depot. The reported complaint could not be verified nor duplicated during testing. The motor was operated for an extended period of time without any atypical alarms or overheating events being reproduced. The motor's cable was inspected and no issues were observed. The motor was tested per the centrimag motor service process and the unit passed all tests. The returned motor was found to function as designed. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a motor related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g1, g2: corrected data.

Manufacturer narrative:
Product was no used on a patient. Approximate age of device - 6 months. The device was returned for evaluation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
This event involving a ventricular assist device was reported to have no patient involved. It was reported that the cmag motor was overheating and an m6 error appeared.